Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting an expired stimulator, not prepping the skin, using inappropriate tools, and multiple tunneling attempts have been ruled out as potential causes. However, the questionnaire shows the clinical representative is unsure if the site was irrigated before closure and if antibiotics were prescribed pre-operatively, which may have contributed to the occurrence. The clinical representative also disclosed that the patient has pre-existing conditions such as diabetes and cardiovascular comorbidities, contributing to the reported issue. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the cellulitis/swelling is user error-clinician since the patient was a poor candidate due to existing health issues.

Event description:
The patient reported swelling in the leg 2 months post implant procedure and is being treated for cellulitis. The patient was prescribed antibiotics. No revision/explant has been scheduled. The implanting clinician stated the patient is healing well and continues to receive pain relief from the device. No further issues have been reported.